Event description:
It was reported that the device lost power several times. There was no pt use associated with the complaint.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and found that the device lost power several times and eventually failed to power on. Physio continues to investigate the reported problem and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.